Event description:
It was reported that the 8100 had error 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 242.4030 was not identified during the customer call. The customer reported that device 8100 displays error code 242.4030 during power-up or when opening the door. The potential causes of this error were explained to the customer. To isolate the fault, the customer was advised to interchange the ail sensor as the initial troubleshooting step. If the issue persists after replacing the sensor, the next recommended action is to interchange the logic board. As a final corrective action, should the error continue after the above steps, the customer was informed that replacement of the bezel assembly may be required. The customer acknowledged the troubleshooting plan and will contact support again if the issue continues. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.